Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, upon connection of this right ventricular (rv) lead to the replacement device, noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms were observed. The lead was then connected to a pacing system analyzer (psa) and the same observations were noted. The lead was viewed under fluoroscopy and no fracture was observed. The lead was surgically abandoned and replaced. No adverse patient effects were reported.